Manufacturer narrative:
Novocure received additional information from the spouse stating that the patient died on (B)(6) 2020. Per prescribing site nurse, cause of death was due to underlying medical conditions and gbm progression. Death was unrelated to optune therapy.

Manufacturer narrative:
Novocure's medical opinion is that a contribution of the array placement to wound infection and wound dehiscence cannot be ruled out. Contributing factors for wound infection and wound dehiscence in this patient also include diabetes, panhypopituitarism, concomitant dexamethasone (impaired wound healing and increased risk of infection are listed as side effects. Source: dexamethasone prescribing information), radiation, chemotherapy, and prior surgery affecting skin integrity. Wound infection is an expected event with device use and was reported as an adverse event in the (B)(6) trial of optune together with temozolomide (tmz) compared to tmz alone in patients with newly diagnosed gbm in both arms of the trial (<1% and <1% in optune/tmz and tmz arms respectively). Wound dehiscence was reported as an adverse event in the (B)(6) trial in the optune/tmz arm of the trial (<1%) only.

Event description:
A (B)(6) male patient with newly diagnosed glioblastoma (gbm) began optune therapy on (B)(6) 2018. One month prior to the start of optune therapy, the patient experienced a wound infection that delayed the patient's radiation therapy for approximately 2 weeks. In (B)(6) 2019, approximately 2 months after the start of optune therapy, the patient noticed onset of drainage at the surgical resection site and was prescribed an antibiotic (trimethoprim/sulfamethoxazole) for several weeks. On (B)(6) 2020, optune therapy was temporarily discontinued due to gbm progression. On (B)(6) 2020, the patient completed a course of re-irradiation. The patient experienced a scalp irritation from the aquaplast immobilization mask during radiation and was prescribed a compounded ointment to treat the affected area. Prescriber noted that the scalp irritation was also likely related to optune usage. During a follow up visit on (B)(6) 2020, patient reported a purulent drainage from the surgical resection site scar. Prescriber noted a 0.5 cm sized scab over the surgical incision with mild fluctuance. A scant amount of purulent drainage expressed. Surrounding area did not appear with any cellulitis or deep abscess. Patient was started with prophylaxis antibiotics. On (B)(6) 2020, patient was admitted and underwent a frontal wound washout and exploration. Old purulent material was noted around the cranium bone flap and a craniectomy was performed. Cultures of the bone flap were negative. Patient was discharged home on (B)(6) 2020. On (B)(6) 2020, novocure was informed that the patient was taking a 30 day course of antibiotics and seeing an infection specialist. The prescriber did not provide a causality assessment for the wound infection and wound dehiscence.